Event description:
Patient had a b braun 18g IV catheter inserted into her vein on the top of her right hand. The rn performing the insertion may have stuck herself during the initial insertion and pulled back the advancer, and then advanced the needle a second time. The patient claimed that during the removal of the IV on (B)(6) 2022 that she only saw the "green part" of the IV removed, and not the sheath. Three (3) days post discharge on (B)(6) 2022 the patient returned to the ER and reported that she could feel "something" in her vein. A bedside ultrasound indicated there was a foreign object in the vein where the IV had been. It was not radiopaque. At that time the patient was referred to a vascular surgeon. The patient reported that the vascular surgeon removed the portion of her vein in which the foreign object was identified, during an office visit. FDA safety report ID # (B)(4).